Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5, h1, and h6 (health effect impact code). The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device logs. However, the device was put through extensive testing including ECG stressing and bench handling without duplicating the report. The customer's multifunction cable was inspected and black residue was found. The defib receptacle and multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant indicated the device was power cycled and the unit then operated as intended. Complainant indicated that the patient was alive during transport to the hospital.

Event description:
Complainant alleged that while attempting to monitor a 33-year-old male patient, the device displayed an "ECG monitoring failure" message. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.